Event description:
Customer advised that a 100cc bag of morphine was set up to infuse at a rate of 1 cc/hr. At 04:15 by the night nurse. Night nurse also changed the set when he hung the morhphine. At 7:30 a.m. The day nurse observed that the patients pupils were "pinpoint", where before they were 2-3 mm brisk. Nurse then checked morphine bag and saw that at least 60 cc were gone. The nurse stated that the rate was set at 1 cc/hr and the volume infused read 1.4cc. The pump was turned off and sent to biomedical engineering. Doctor was notified, the morphine was turned off. The patient was already receiving levophed. Doctor increased the rate of the levophed to 9 mcg/h to keep sbp up. Heart rate also decreased from 90's to 70's.